Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they take medications that make them constipated. Two days later, they stated that they had increased their fruit and fiber intake. They were seeing more accidents, and did not understand why this was happening. They used to get constipated prior to the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence. The trial began (B)(6) 2021. It was reported that the patient was lying down at the time of the call because they were not feeling terrific; they were in a little bit of pain. It had started to really hurt in their pubic area, so they called their manufacturer representative and turned stimulation down from 1.4 volts to 0.7 volts and it stopped hurting. It started to bother them again, so they went down to 0.4 volts last night and had been "experimenting with stimulation." They were very sensitive and were trying to adjust stimulation gradually throughout the day until they could find a point where it did not hurt and they could tolerate it. They said, "the cable from the lead inside me came loose and I got a communication error." They also stated, "previous to what I thought was an infection, I think I have inflammation of the bladder which is causing a problem. This is supposed to calm down the spasms, or whatever I'm having." Two days later, they reported they had not had a bowel movement since 2021-jun-14. The issue was not resolved at the time of the report. Additional information was received from the patient. They reported that they were still sore at the incision site.